Manufacturer narrative:
The customer¿s report of the device becoming detached was confirmed. The pcu event log showed that the suspect syringe module and pcu were powered up on (B)(6) 2016 at 03:38:32 am along with three (3) other concomitant syringe modules. Various infusions were run for the next two days using all of the four (4) syringe modules with no issues. A continuous infusion was setup for the suspect syringe module on (B)(6) 2016 at 01:32:19 am ¿ rate = 0.24ml, volume to be infused = 3.8599ml. The volume infused was cleared at 03:00:39 am and once again, at 04:01:21 am. At 04:18:41am, a channel disconnect alarm occurred on the suspect device. This was immediately acknowledged by the user. The suspect device was then reconnected to the pcu within seven seconds. The infusion was restarted at 04:19:33 am ¿ continuous infusion, rate = 0.24ml/hour, volume to be infused = 3.2182ml, primary volume infused = 0.07ml. At 04:34:26 am, another channel disconnect alarm occurred on the suspect device. This was acknowledged by the user. The syringe module was left idle. At 04:46:20 am, the pcu was powered off then powered back on at 04:46:53 am. At 04:48:48 am the volume infused in the suspect device was cleared. The syringe modules and pcu were turned off at 04:49:04 am. Visual inspection observed that the suspect and concomitant syringe modules along with the pcu all had contamination and corrosion built up their iui connectors. Functional testing was performed. There were no failures noted on the syringe module. The device was functioning normally. By physically manipulating the suspect and concomitant devices while all syringe modules were running an infusion, the channel disconnect alarm occurred on the suspect device s/n (B)(4) ¿ unit ¿a¿. The customer¿s complaint was replicated. The probable cause of the device becoming detached is most likely due to corrosion and contamination on the iui connectors.

Event description:
The customer reported that the device on an ICU patient had an error message indicating that the pump had become detached. There is no information about active infusions, and virtually no other information is provided. There is no report of patient harm or any medical intervention.